Event description:
Boston scientific received information that a latitude red alert was detected for this device noting that tachy mode was set to 'other than monitor plus therapy'. This patient's physician stated that therapy was turned off because this patient had some ventricular tachycardia (vt) episodes with suboptimal efficacy of shock therapy. A system revision was planned but it was determined that the patient had a large thrombus in the right atrial appendage due to atrial fibrillation (af). Therefore, the device reprogramming was performed and the patient was put on lifevest to allow time for anticoagulation therapy prior to system revision.

Manufacturer narrative:
According to our resources, the device remains implanted and no other adverse events have been reported. Efforts to obtain additional product issue details were unsuccessful. This product issue will be updated if additional information is received.